Event description:
It was reported that after interrogation was completed, a pop, shorting sound was heard from the programmer. The programmer was turned off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. UDI (di): (B)(4).